Event description:
Medtronic received a report that during the thrombectomy, the solitaireab stent encountered resistance when entering the rebar18 mic rocatheter. The resistance was located in the middle and proximal section of the microcatheter. The stent was able to pass through the guide sheath smoothly, and the stent was replaced to complete the surgery. During the period, physiological saline pre-flushing and maintenance were performed in accordance with IFU requirements. The resistance occurred during prep. The stent able to be pushed out of the sheath. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a left middle cerebral artery ischemic stroke. It was noted the patient's vessel tortuosity was normal. Stroke onset to reperfusion time was 3 hours. IV was not tissue plasminogen activator (tpa) contraindicated. There were 0 passes with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the resistance was not determined. Continuous saline flush was administerd and maintained as indicated in the instructions for use (IFU).